Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced recurrence, pain, urinary problems, infections, painful sex and scarring. No other info is available. No other info is available.